Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR #1036844-2010-00330 for the first event involving the same pt. It was reported that the physician inserted the second thoracentesis catheter into the pt's back. Again, upon aspiration via vacuum tubing, they reported "gurgling" from the blue rubber seal. As a result, a third kit was opened and used successfully. There was no delay in treatment, no pt death and no complications were reported.